Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.